Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. In an unspecified peripheral, 'very tough' target lesion, a 3.50mm x 32mm veriflex¿ stent was selected to treat the lesion. As the physician was trying to deliver the stent, the shaft was bent a couple of occasions until the shaft snapped. The device was removed from the patient. No patient complications were reported with no adverse effects.

Manufacturer narrative:
Device evaluated by MFR.: the balloon was tightly folded with the stent secured on the balloon between the markerbands. There was a complete hypotube separation 27cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. There were numerous kinks throughout the hypotube. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the broken shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. In an unspecified peripheral, 'very tough' target lesion, a 3.50mm x 32mm veriflex¿ stent was selected to treat the lesion. As the physician was trying to deliver the stent, the shaft was bent a couple of occasions until the shaft snapped. The device was removed from the patient. No patient complications were reported with no adverse effects.